Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had surgery. Stored electrogram (egm) at the time of surgery noted oversensing and undersensing of the implantable cardiac monitor (icm). The icm remains in use. No patient complications have been reported as a result of this event.